Manufacturer narrative:
Approximate age of device- 2 years and 3 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient observed low speed advisory alarm on the system controller while connected to the power module. Patient was asymptomatic during the alarms. Interrogation of the lvad revealed several low speed, low flow and pump stops however there were no obvious damage to the driveline site. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log file captured speed drops lower than the low speed level (lsl) and pump stops on (B)(6) 2018. These events all occurred while connected to the mobile power unit (mpu) and may be caused by a perc lead short to shield. X-rays were unremarkable. The patient was sent home with home with an ungrounded cable and power module and instructed only use that or batteries for now. The patient is not a good candidate for a pump exchange. On (B)(6) 2018, tech services performed phase interrupter tests and found no open wires. A distal end percutaneous lead (driveline) repair was performed 2.5 inches from the exit site. All tests passed. Post repair tethered patient on grounded patient cable without issue. No additional information was provided.

Event description:
Additional information: log files submitted for review on (B)(6) 2018 revealed 2 pump stoppage events and 3 low speed operations taking place on (B)(6) 2018, while the vad system was connected to a power module.

Manufacturer narrative:
The referenced pump stoppage events and low speed operations on (B)(6) 2018 were reported on medwatch MFR report #2916596-2018-02448. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the percutaneous lead (driveline) did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. Approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. An additional 1.5 inches of wires and 3 inches of the bionate and silicone jacket were returned and appeared unremarkable. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.